Event description:
The endo stapler misfired while being used. A loud click was heard after firing the staple load. The surgeon heard the click so he did not use the blade to cut through the staple line. When the surgeon opened the jaws of the stapler, the tissue had not been stapled together and the staples were free floating in the tissue. Staples were removed using suction and the stapler and staple load were replaced.======================manufacturer response for endo gia stapler, endo gia stapler 12 mm xl (per site reporter).======================unknown.